Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the past that were greater than 600 mg/dl, which were addressed with a manual injection and correction boluses. System check was performed with tandem technical support, and no issues were identified. The customer was treated at the hospital with intravenous saline and insulin injections, which resoled the elevated bg levels. The customer arrived at the hospital (B)(6) 2016 and was release on (B)(6) 2016.